Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this mater closed.

Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter was displaying a "fault" message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began at "the beginning of (B)(6) 2015". The patient manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that on (B)(6) 2015 he developed symptoms of "lost consciousness and dribbling" and stated that he was treated by emergency medical services (ems) with "a drip" but could not specify what was in the drip. On (B)(6) 2015 the patient obtained results of "40, 50, 100 and 140mg/dl" on another device. During troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. Replacement products were sent to patient. This complaint is being reported as the patient described symptoms suggestive of a serious injury and subsequently received medical intervention from a healthcare professional after the alleged meter issue occurred.